Event description:
Boston scientific received information that this device was explanted for an unknown reason and returned to boston scientific for analysis. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests that assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.